Event description:
During a surgical procedure while using the elite system rotating cf outer sheath, the ceramic tip broke off in the pt. The tip was retrieved with no injury to the pt.

Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is broken off. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. The piece of ceramic that was broken from the tip was not returned with the unit. Minor dents are noted along the length of the (B)(4) tube. The inspection also finds the release button to be cracked. The exact cause of the breakage of the ceramic tip cannot be determined. Due to the presence of the dents on the tube and the fact that the majority of the ceramic tip remains secured in the instrument, the cause of this failure is most likely due to mishandling. Further descriptions of potential causes of the misuse and breakage are included in the following assessments obtained from a search of prior incidents for this type of instrument: a broken ceramic tip has typically been proven to be caused by customer misuse resulting from the application of excessive lateral force on the instrument during insertion or removal from the cysto sheath. Please note that this mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Dents found along the (B)(4) tube are often indications that excessive lateral force has occurred. A second potential cause of breakage that can also be associated with customer misuse is that of dropping the instrument or hitting the tip against other instruments or against sterilization containers. This type of damage to the ceramic tip can result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use.